Event description:
During a laparoscopic burch procedure the balloon could not be inflated because there was a hole at the tip. Another ted12 was opened to complete the case and worked fine.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the balloon had torn at the distal tip, making the instrument non functional. The instrument was received with the balloon torn at the distal tip and the distal extension ring was protruding through the tip of the balloon. All of the pieces of the balloon were returned. No conclusion could be reached as to how the balloon had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly. The balloon and the extension may become compromised if the instrument is inserted without the scope, which provides support during tunneling. Co strives to understand each incident as it occurs in order continuously improve the products.